Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the device would lock up when trying to make adjustments. Analysis confirmed the report that the atrial output connector is corroded. Battery release, ring cover, keyboard, and heart block are contaminated. Side bail covers are broken. Ring is bent. Battery drawer is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there is corrosion around the atrial lead socket. Staff also indicated the external pulse generator (epg) would lock up when trying to make adjustments. The epg was returned for repair. No patient complications were reported as a result of this event.